Event description:
It was reported that the ICD had a warning message stating error in the circuit. The patient received this message at the same time as a bypass surgery. The patient did not receive any shocks or episodes. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.